Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that she had a sudden return of symptoms and was not having any symptom control. She was cramping in her right hamstring. The patient thought she pulled it; she was taking ibuprofen for the cramps. There was no fall or trauma related to this issue. The patient planned to follow up with the doctor for direction on if she could change programs and how long to leave it on a setting before trying another. The patient was on program 4 and was at 1.5v and she decreased to 0.3v and it fixed her symptom control but she was still cramping. She turned stim to 0v and off and planned to see if the cramps went away or stayed. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. Follow up was conducted to obtain information about the circumstances that led to the return of symptoms and to know if the cramps resolved.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the consumer reported that the hamstring cramping had nothing to do with the device. The cramping resolved with less activity but she pulled it again and it was less painful. She turned off the device to see if the discomfort will go away but it did not so she concluded the hamstring cramping was caused by injury and not the device. She had a follow up appointment with the health care professional and she planned to discuss it with the physician's assistant.